Event description:
On 09/16/2025, it was reported by a sales representative via (B)(4) that an ar-12990 knee scorpion was unable to be reloaded with a new scorpion needle after the previous broke internally and could not be removed. Another device was used to complete the case with no case involvement or patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged unknown part number was received inside an ar-12990 knee scorpion batch number 14982785a for investigation. Visual investigation noted signs of wear on the body of the device: discoloration and fading. The device investigated was the ar-12990 knee scorpion. Functional testing was performed on the returned ar-12990 with an ar-12990n, and it was found that the needle could not be fully inserted. The ar-12990n encountered resistance and was unable to pass through the device's shaft. The most likely cause of the reported failure is user error in the device. Excessive force was used during the firing of the needle, breaking the needle and causing a blockage within the shaft. Refer to the investigation photos. Complaint allegation is confirmed.